Event description:
The customer reported an alleged failure of alarm. It is unclear if the failure occurred at the philips monitor, central station or another location. No adverse patient involvement was reported.

Manufacturer narrative:
(B)(4). In the case of loss of audio, when there is loss of audio even though a visual warning is provided and product labeling states (describes personal surveillance): do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. Philips healthcare has a policy to report a loss of audio, therefore, this complaint has been evaluated to be reportable. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.